Manufacturer narrative:
(B)(4). The customer alleged that there was a failure of the monitor to alarm. A pt died but the available info is not sufficient to determine if the use of the monitor was a factor in the death. If there was a recurrence of an actual failure to alarm, this could result in failure to recognize a pt's need for add'l therapy and could lead to a serious injury or death. The sector was in standby at the central station so no alarms would be annunciated. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer alleged that there was a failure of the monitor to alarm.